Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, the 2.25x12mm taxus liberte drug eluting stent was found not attached well to the stent delivery system balloon.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. No further corrective action is planned at this time. The root cause is unknown. Product unavailable for analysis